Event description:
One pt sample with discrepant potassium results. Initial result 7.7 mmol/l. Same sample repeated gave result of 4.5 mmol/l. The initial result was not reported. The field service rep found salt bridges and dirty tubing in the ise module. The module was cleaned and tubing was replaced.